Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one and the reported issue resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent a shoulder surgery and did not set the scs system to surgery mode. A company representative met with the patient and was unable to establish a connection between the clinician programmer and the patient's ipg. The patient's scs system was deemed non-functional. Surgical intervention may be taken to replace the scs ipg.